Event description:
The drainage catheter was intended to be withdrawn for deployment of za-stent. However, it could not be pulled out, whereas the simp-loc was released and the tip of the drainage catheter was straightened by the wire guide. Finally, the drainage catheter was pulled out completely by cutting the locking sleeve while the suture remained intact in the body. Additionally, "zabs" was deployed onto bile duct, but the suture remained in the patient with the drainage tube.